Manufacturer narrative:
The insulin pump was received with constant motor error alarm message during rewind due to encoder signal out of phase. Displacement test was not performed as a result of the constant motor error. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer blood glucose reading was 110 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.